Event description:
The pt received her ipg on (B)(6) 2011. It was reported the pt is unable to charge her ipg successfully. An sjm representative met with the pt to resolve the issue by adding and decreasing space, but was unsuccessful. No further information is available at this time.

Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.